Event description:
It was reported that prior to a coronary drug-eluting stenting treatment procedure, there was a shaft break. It was reported that the shaft of the taxus liberte' stent delivery system broke during preparation. The lesion being treated was located in the diagonal left anterior descending. The procedure outcome was reported as good and the patient's condition is "good".

Manufacturer narrative:
The manufacturing records for the top assembly batch have been reviewed, and no issues or discrepancies were found. Product analysis verified the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and a hypotube fracture observed along with numerous shaft kinks. Heavy amounts of dried contrast media was observed and the balloon was inflated and the stent expanded on the balloon indicating it had been subjected to positive pressure prior to the shaft fracture. Visual and microscopic examination of the shaft kinks did not reveal any inherent material deficiencies that would have contributed to the formation of the kinks. As the catheter never came into contact with the patient and that the hypotube fracture occurred during preparation due to handling the potential root cause of the shaft kinks will be considered handling damage.